Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported missing the low glucose alarm alert while wearing the adc freestyle libre 2 sensor using librelink. As a result, on (B)(6) 2021, the customer experienced sweating, confusion, and a loss of mobility and was provided oral glucose by a non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported missing the low glucose alarm alert while wearing the adc freestyle libre 2 sensor using librelink. As a result, on 18dec2021, the customer experienced sweating, confusion, and a loss of mobility and was provided oral glucose by a non-hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.